Manufacturer narrative:
Section d10 references: product ID 37603 lot# serial# (B)(6); implanted: (B)(6) 2024; product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient's symptoms have become more profound over the past year, including frequent falls, confusion, sleep disturbances, and speech difficulties. Additionally, the non-rechargeable implantable neurostimulator was not depleting as expected. The patient was redirected to their healthcare provider to further address these issues. Additional information was received from the consumer who reported the patient¿s non-rechargeable implantable neurostimulator (ins) had not shown any drop at all in the voltage since the patient got the rechargeable implant which was pretty unusual. The consumer stated somehow the rechargeable implant was interfering with it with the possibility they couldn¿t tell if the battery was actually depleting due to electromagnetic interference with the "read out". The consumer stated it was odd for two years not to have implant drop at all. It was noted the patient was falling a lot. The patient recently saw the physician who checked the implant which showed the battery hadn¿t depleted with their previous non-rechargeable implants not having this issue (they didn¿t think the therapy settings were any different either). The consumer mentioned the patient couldn¿t have the battery replaced due to it¿s battery level not being at a certain percentage.